Event description:
It was later reported that the patient received an inappropriate shock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there were several conductors with blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular [rv] lead was t wave oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.